Event description:
Pt's meter would not power on and it read inacurately low. They stated the power issue occurred intermittently for approximately one month in 2002 they began sweating, feeling dizzy, and had blurry vision. They tested their blood sugar and obtained a reading of 100 mg/dl. Their family member drove them to the doctor's office and where he tested their blood sugar and obtained a reading of 500 mg/dl. The dr gave the pt shot of insulin and sent them to the ER which was close by. They were admitted and treated for high blood sugar. Their physician increased their insulin from 3 shots a day of novolin 70/30 to 5 shots a day of novolin 70/30. No further info was provided.